Event description:
The customer contact reported slow flow. At an unspecified time, the tubing set was being used to deliver an unspecified volume of platelets, at an unspecified rate, for a duration of 20 minutes, via gravity through a peripherally inserted central catheter (PICC) to a pt in a platelet refractory state. It was reported that the pt had antibodies to donor platelets which caused the refractory state. After an unspecified length of time, the customer contact reported slow flow of solution. It was reported that the delivery was expected to be completed in 20 minutes; however, the delivery was completed in 2 hours. No specific details were provided. After one hour it was reported the post transfusion level remained low; however, it increased from a pretransfusion level of 12,000 platelets/microliter (mcl) to 16,000 platelets/mcl. The physician was notified. At that time, a unit of hla (human leukocyte antigen) matched platelets was ordered to be delivered to the pt. The customer contact reported the pt's one hour post transfusion platelet level increased to 20,000 platelets/mcl. There were no reported adverse pt effects. The customer contact reported , "there was no extra delay in therapy just in the amount of time it took the platelets to deliver." No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.